Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had been in and out of the hospital with multiple complications such as gi/bleed, sepsis, anemia, and aspiration pneumonia and was transferred to a long-term facility after implant. On (B)(6) 2012, the pt was in his usual state in the morning with stable pump parameters at the facility. The nurse gave him his medication via his jejunostomy tube and not more than 3-5 minutes later, the pump alarmed and he was found unresponsive and eyes rolled back in his head. The pump stopped and showed a broken red heart alarm and no readings on the system monitor. The pump was restarted soon after. The pt was chemically coded and intubated and taken to a local emergency room where he was unsuccessfully unable to be revived.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. A system controller was returned to the MFR. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.